Manufacturer narrative:
Reported event: no output power. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a polypectomy procedure. According to the complainant, during the polypectomy, the console failed to deliver radiofrequency energy. It was reported that neither monopolar nor bipolar modes worked. The polyp was snared without cautery, which caused additional bleeding. The site was clipped with a hemostasis clip, thus completing the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the generator was tested with different equipment (new snare, new cable, new grounding pad) and this was how the generator was identified as the problem.

Manufacturer narrative:
Visual evaluation of the returned device found that the unit appears in good condition and has minor scratches on it. The unit was in the original box and packaging foam. All knobs and switches appears to function properly. During electrical evaluation, the unit passed the endostat iii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint that the unit has no output power; the complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a polypectomy procedure. According to the complainant, during the polypectomy, the console failed to deliver radiofrequency energy. It was reported that neither monopolar nor bipolar modes worked. The polyp was snared without cautery, which caused additional bleeding. The site was clipped with a hemostasis clip, thus completing the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the generator was tested with different equipment (new snare, new cable, new grounding pad) and this was how the generator was identified as the problem.